Event description:
A patient underwent cataract surgery with implantation of the crystalens in both eyes. Postoperatively the patient reports experiencing starbursts, glare, halos, and difficulty with night driving. A yag capsulotomy procedure was performed on both eyes. The referring physician evaluated the patient in 2009 and noted that she had prior lasik surgery in 1999 and diagnosed her with mild residual myopia and astigmatism in each eye, however, both eyes are correctable to 20/20. A slit lamp exam was performed and revealed that the lens is in good position. The referring physician recommended performing a lasik enhancement to address the residual refractive error. The patient's preoperative information is unknown at this time. Additional information has been requested. Reference MDR# 2031924-2009-00128.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue.